Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: stated did not have any symptoms before using meter only after. A patient reportedly started experiencing low sugar blood levels. Their meter allegedly would not prompt message "apply sample". The result on their meter: 58. Treatment was: drank orange juice. No further information has been reported.